Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown; expiration date - unknown; date implanted - unknown initial reporter / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a right total femoral orthopedic salvage procedure on (B)(6) 2015. Subsequently, the patient will be revised due to pain and nerve irritation as a result of migration of two pins. No revision procedure has been reported to date.